Event description:
It was reported that the hub froze and rebooted itself while navigating the touch panel during case. It caused a 3-5 minute delay while it rebooted. The procedure was completed using the same device.

Manufacturer narrative:
Alleged failure: it restarted mid case. Update - when navigating the touch panel the hub froze and rebooted itself. It caused a 3-5 minute delay while it rebooted. The procedure was completed using the same device. The unit will be coming back to stryker. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root cause can be attributed to a software issue, or reboot issue due to overheating. Dust and lint debris were observed inside the console. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the hub froze and rebooted itself while navigating the touch panel during case. It caused a 3-5 minute delay while it rebooted. The procedure was completed using the same device.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.